Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call constant tone and flashing display on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for constant tone was performed. Customer advised the insulin pump got smashed and the constant tone occurred. Customer advised they were unable to view screen due to damage on the screen. Customer performed the self-test and the device failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: after battery installation unit gave an unexpected flashing white display / with horizontal gray lines followed by an unexpected intermittent beep alarm due to cracked lcd glass. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with minor scratched display window and case.